Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus and the cursor did not align on screen. Also, programmer failed display touch test on incoming functional testing. Overlay and xy printed circuit board assembly found out of electrical specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus would not select on the correct area of the screen. The programmer has been returned for repair. There was no patient involvement.